Event description:
It was reported that the atrial lead exhibited capture thresholds of 6.0 v and sensing thresholds of 0.5 mv. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.